Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed. Typically, this failure is related to the air in line printed circuit board.

Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additonal contact information. The hospital representative stated that there was no patient injury or medical intervention asociated with this report.